Manufacturer narrative:
Analysis of the desktop charger determined the connector was broken. The metal connector at the end of the cable was broken off. The cable assembly was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4)

Event description:
The manufacturing representative reported that the patient's connector pin was broken. The patient's battery had depleted. No patient symptoms or harm was reported. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.